Manufacturer narrative:
Citation: avinée g et al. Trends over the past 4 years in population characteristics, 30-day outcomes and 1-year survival in patients treated with transcatheter aortic valve implantation. Archives of cardiovascular disease (2016) 109, 457 - 464. Http://dx.doi.org/ 10.1016/j.acvd.2016.01.016. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility and safety of transfemoral transcatheter aortic valve implant (tavi) over the past four years. All data were collected from a single center between 2010 and 2013. The study population included 368 patients (predominantly female; mean age 84.1 years), 7 of which were implanted with a medtronic corevalve bioprosthetic valve (serial numbers not provided). Among all patients 22 deaths occurred. Of those deaths, two patients presented with an annulus rupture leading to death, despite a bailout valve in-valve procedure. Additionally, one patient presented with a left ventricular perforation and died one day postoperative. No further details were provided regarding these deaths. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported regarding these deaths.